Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to replace his broken belt clip. Customer's blood glucose was 44 mg/dl. Customer declined troubleshooting the insulin pump. No further information reported.